Event description:
It was reported that a patient's transfer set fell apart from the titanium adapter coincident with peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for peritonitis. The cause of the peritonitis event was the transfer set becoming disconnected from the adapter. The patient was treated with cefazolin and ceftazidime ip (doses and frequencies not provided). The patient also had their catheter removed and is currently on back up hemodialysis. The patient was discharged from the hospital and is recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.